Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a change sensor alarm and calibration not accepted from the sensor. The customer's blood glucose reading was 9.6 mmol/l. The customer had problems with suspending the pump due to low readings. The customer woke up to a change sensor alarm. The customer stated that the sensor was reading 3.3 mmol/l but the reading was 12.3 mmol/l. The customer inserted a new sensor and received a change sensor alarm. The customer will be sent replacement sensors.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.